Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark embedded in the reservoir of a large volume infusor. The black mark was identified after the device was compounded with an unspecified amount of fluorouracil, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 05, 2014 ¿ december 08, 2014. The device was received for evaluation. During visual inspection, a black mark was observed to be embedded in the reservoir and stress member of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.